Event description:
It was reported that a storm hit the patient's house and now the remote monitor does not have power. A new power cord was mailed to the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the monitor failed a modem test, visual inspection found a burnt component on the circuit board. It was also noted that the top housing was damaged and the power test passed with a known good power supply.